Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. Approximately 15 minutes into the procedure, the automated impella controller (aic) produced a suction alarm. The device was lowered to p-1 setting, but the alarm continued. The pump was then advanced and withdrawn, but this did not resolve the issue. Finally, the patient was given fluid, but the alarm remained. The pump was then explanted and replaced, and the alarm did not continue. The procedure was completed successfully, and no patient harm was reported.

Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The product was returned, and the low pump was confirmed. Per the results of the clinical review and investigation: the log shows suction alarms at the time of the low pump flow. At the time that the low pump flow starts there is a motor current spike and a temporary drop in placement signal. The returned pump was investigated, and no biomaterial was found around the impeller. No cannula kinks were noted. The pump was purged with sterile water and attempted to be run but had high motor current pump stops when attempting to start the pump. There was also high purge pressure noted. The catheter was opened, and no blood was observed in the purge line near the motor housing. The purge line was cut at the 19cm marking on the catheter and purge fluid then traveled easily through the line. The blockage was isolated to the motor. The motor was torn down, and blood was observed on the magnet. The cause of the low pump flow was biomaterial. This report is being filed as part of a retrospective review of historical records.